Manufacturer narrative:
No device was returned as the implant remains in situ. The provided radiograph was able to confirm the reported event as the tulip could be seen away from the intended position on the screw shank. Operative notes were not provided for review of usage/technique. Information on the patient's post-operative activity level or whether any trauma, such as a fall, had been sustained by the patient was not provided. Based on the information obtained, a root cause of the reported tulip separation was unable to be determined conclusively; however, previous complaint investigations have identified that incomplete assembly of the modular implant as well as intra-operative damage to the split ring and/or tulip as potential causes for modular tulip separation. Labeling review: "potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union." "Warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Pre-operative warnings: scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. For sterile implants: assure highly aseptic surgical conditions and use aseptic technique when removing the reline implant from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the reline implants if there is any evidence of damage. 4. Refer to cleaning and sterilization instructions below for all non-sterile parts. 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques."

Event description:
It was reported that during an 8-month post-operative follow-up it was discovered that the modular tulip head had separated from the top of the screw shank. To date, no revision procedure has been scheduled.